Event description:
Hcp reported the pt deceased in 2003. The cause of death is unk. The hcp said "there was no problem with the pump." Hcp was unable to get the autopsy report. A follow up report will be sent if additional info is obtained.